Manufacturer narrative:
Calibration data was acceptable. No qc data was provided. The customer uses a centrifugation time of 3 minutes and speed of 2850 g. Based on the type of sample tubes the customer uses, the centrifugation time should be 10 minutes with a speed of = 1300 g. Based on the data provided, both a general instrument and reagent issue can be excluded. The investigation determined the malfunction was consistent with pre-analytical handling issues at the customer site.

Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The initial reporter complained of discrepant results for 1 patient tested for elecsys troponin t hs stat (troponin t hs stat) on a cobas e 411 immunoassay analyzer. The initial result from the e411 analyzer was 728.70 pg/ml. A 2nd sample was obtained after 3 hours of observation and the result from the e411 analyzer was 5.03 pg/ml. The initial sample was repeated on the e411 analyzer with a result of 4 pg/ml. The initial sample was also repeated on an e801 module with a result of 3.77 pg/ml. The 2nd sample was repeated on the e411 analyzer with a result of 6.12 pg/ml. The 2nd sample as repeated on the e801 module was a result of 3.74 pg/ml. The results from the e801 module were believed to be correct. Questionable results from the e411 analyzer were reported outside of the laboratory. The troponin t hs stat reagent lot number was 41679703 with an expiration date of 30-nov-2020.